Event description:
At visual inspection, a portion of the lead appeared overly "bulbus" compared to the rest of the lead. No contact was made with patient. Another lead was used to complete the procedure and the patient had normal surgery and recovery.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.